Event description:
During repair of the pump at andover, no "end of syringe" alarm activated and no audible alarm sounded. Follow-up call to biomedical technician reports that unit was sent from or with a note stating "no alarm". Biomedical technician stated no patient injury or medical intervention was necessary and no incident reports have been filed. The biomedical technician had no information regarding the size of the syringe, label in use or medication being infused.